Event description:
The patient further reported that their stimulator hasn't worked in 10 years and remains in their body. They stated that their lead and battery was broken. Their physician stated that it wouldn't hurt anything to leave the implant in. The patient stated that their "stimulator" was implanted laprascopically and it was difficult to get it to stay in place and not break. The patient noted that their ins worked for a little while, but then things broke and it didn't work well anymore after that.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the patient reported when they were asked to clarify what they meant when they stated the device had been broke since 2007 they stated the battery ran dead and several wires were broken. It was noted the patient switched to a drug pump at that time for pain relief. The circumstances that led to the broken stimulator was an increase in the patient's activity level. As a result the patient experienced increased rsd pain since it quit working due to the broken wires and dead battery. The broken stimulator was left implanted. The patient wanted to know if it was okay to leave the broken stimulator in their body or if it should come out.

Manufacturer narrative:
Concomitant products: product ID: 3998, lot# lb0606, implanted: (B)(6) 2003, product type: lead. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
The consumer reported that the stimulation device had been broken for many years and it was still insider her. The patient's healthcare provider (hcp) told her they did not want to mess with it. The issue occurred in 2007. It was noted that the patient had a history of reflex sympathetic dystrophy syndrome (rsd)/causalgia-complex regional pain syndrome (crps). No intervention was reported regarding this event. Further follow-up is being conducted for clarification and to obtain information regarding the circumstances that lead to the issue. If additional information is received, a follow-up report will be sent.